Event description:
The device was used during a procedure on the colon. Reportedly, the staples did not form properly. The surgeon perform a re-operation and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.